Event description:
(B)(4). It was reported that patient death occurred. On an unspecified date, the patient was diagnosed with unstable angina and cardiac catheterization was recommended. In (B)(4) 2010, the index procedure was performed. The target lesion was a de novo lesion located in the proximal left anterior descending (lad) artery with 75% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with direct stent placement using a 3.00 x 12 mm taxus liberte stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. On an unspecified date, the patient expired due to unknown cause. The site became aware of the patient's death during a chart check where the patient was listed as deceased. At the time of event, the dual anti-platelet therapy (dapt) was not reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2010, one day prior to index procedure, the patient presented with complaints of chest pain radiating to the shoulder and neck and associated with exertional dyspnea. In (B)(6) 2014, the patient presented with a few day history of cough and congestion. The patient was diagnosed with post obstructive pneumonia and was hospitalized. Earlier chest x-ray revealed infiltrate in the upper lung with a mass like lesion in right upper hilum. At the time of event, the patient was on aspirin and the study drug and other antiplatelet medications were last taken in (B)(6) 2012. Subsequently, the patient was started on intravenous (IV) antibiotics. Bronchoscopy was performed and followed by a biopsy which revealed small cell lung carcinoma. The patient was noted to have elevated liver function tests and elevated creatinine and was placed on IV hydration. However, the patient developed progressive renal failure and was started on hemodialysis. The patient's level of consciousness (loc) decreased and magnetic resonance imaging (MRI) was unremarkable. Computerized tomography (CT) of the abdomen and pelvis was performed and revealed abnormal hepatomegaly with low density lesion in liver. The patient was suspected to have metastatic disease to the liver. The patient was transfused due to progressive anemia and was started on bilevel positive airway pressure (bipap) due to progressive respiratory failure and chemotherapy was recommended. Eight days from admission, the patient's condition further deteriorated and suffered cardiorespiratory arrest. Cardiopulmonary resuscitation (CPR) was initiated but was eventually stopped since the patient remained unresponsive. The patient was then pronounced dead due to respiratory failure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).